Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition with no visible external damage or defects observed. The unit meets specifications of mdu-5plus basic functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2017-00777 and 2134265-2017-00776. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, automatic pullback stopped. The physician tried to initiate the automatic pullback; however, the system failed. Furthermore, it was noticed that the image would not change despite continuous counting. Also, an abnormal sound was heard while doing the pullback. The physician tried to replace the pullback sled but the issue was not resolved. No patient complications were reported.